Event description:
Customer reported receiving multiple no delivery alarms. Customer's current blood glucose reading is 179 mg/dl. Customer declined any troubleshooting. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, prime/a33 test and excessive no delivery test. No excessive no delivery alarm noted. Device received with cracked battery tube threads and cracked reservoir tube lip.